Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure the suction irrigator broke and the customer was unable to remove the irrigator normally. The customer removed the instrument and cannula, and was able to get the instrument out, but further damage was done to the instrument to get it out. The customer continued with a new cannula and instrument. The procedure was completing as planned with no reported injury. The clinical sales representative informed that the suction irrigator instrument was working fine, then the surgical tech pulled the instrument to install a different type of instrument into the arm. When the surgical tech wanted to place the suction irrigator instrument back on to the arm, it would not go through the reducer. At that time, the tech obtained a new reducer and placed the suction irrigator instrument in, however, noticed that it became stuck. The surgical tech removed the trocar, instrument together, and was able to release the instrument. When the instrument was removed, it was observed the instrument was broken at the hinges. It was confirmed that no fragments fell into the patient. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument distal tip broken off. The broken distal tip was not returned with the instrument. The instrument was also found to have the snake wrist disk dislodged and disk cables broken. The instrument was found to have the inner lumen missing. The inner lumen was not returned with the instrument.